Event description:
It was reported via the post market study "panorama os," that the patient died approximately two months post the device system implant. The cause of death was requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Serial numbers are not collected in this study; without a lot number or device serial number, the manufacturing date cannot be determined.